Event description:
The pt reported that her infusion set became loosened from the adapter of the infusion device and her blood glucose elevated as a result (value not provided). She also stated that during the cartridge change procedure the plunger became stuck to the piston rod of the infusion device and she was not able to remove it. She switched to her backup infusion device. No further information was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.